Event description:
During a cholecystectomy procedure. After pushing the trocar into the patient the stem of the device got caught on a piece inside of the plastic and fell into the patient. The part was found and retrieved. Completed procedure with no patient consequence.